Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that "my pump flipped on me" after implant around christmas 2013. Per the patient they were going to do surgery to fix it but it scarred into place so they did not need to. The patient reported being in a lot of pain when this happened and having a lot of pain post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.